Event description:
It was reported that, a ruler for guide rod has broken. It is unknown when the event happened. The procedure was completed using a smith and nephew back up device. It is unknown if there was any surgical delay. No injury to patient reported.

Manufacturer narrative:
The associated device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned ruler confirms to be broken on the end of the device. The device also has excessive wear usage. A review of complaint history did reveal an additional complaint for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.